Event description:
It was reported the patient required a coda balloon catheter for ballooning of a stent graft in an endovascular aortic repair of an abdominal aortic aneurysm. The balloon was advanced over another manufacturer's wire guide. However, there was difficulty advancing at a point where there was "no flexure in the patient anatomy." The procedure was then completed successfully by using another cook coda balloon catheter from an unknown lot. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Initial reporter name and address: customer (person): phone: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: b5 this report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the device was stored hanging. No damage to the packaging was noted.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. H6 - annex c: c0708 - blockage identified. Investigation ¿ evaluation: kagoshima medical center informed cook on 07dec2022 of an event involving coda balloon catheter (rpn: coda-2-10.0-35-120-40; lot: 14448482). It was reported the patient required the device for ballooning of a stent graft in an endovascular aortic repair of an abdominal aortic aneurysm. The balloon was advanced over another manufacturer's wire guide. However, there was difficulty advancing at a point where there was "no flexure in the patient anatomy." The procedure was then completed successfully by using another cook coda balloon catheter from an unknown lot. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including the complaint history, drawing, device history record (DHR), quality control procedures, specifications, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection of the returned complaint device, were conducted during the investigation. One used coda balloon catheter was returned to cook for evaluation. Upon verification testing, a .035 wire guide was inserted, and resistance was met at 14cm in from the distal tip. The wire guide was removed, reinserted, and became lodged at approximately 48.5cm from the distal tip. Due to the wire not being able to pass completely through the device, the wire was removed, and the device was flushed using a syringed filled with warm tap water. After the device was flushed (no bio present), the wire was reinserted, and was able to pass through the full length of the device, even though some resistance was felt near the proximal hub. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot 14448482 revealed no related non-conformances. A database search was performed, and no other complaints have been reported on this lot number. Evidence provided by the complaint facility, device history record, device failure analysis, complaint history, manufacturing documents, and verification testing suggests that the device was manufactured to specification. There is no evidence of nonconforming devices in house or in the field. Cook also reviewed the product labeling. The device was packaged with IFU, t_coda2_rev3. The IFU includes the following, warnings, precautions, and instructions for proper placement of the device. Balloon introduction and inflation 1. Flush the distal lumen using heparinized saline solution. 2. Advance the balloon catheter over a pre-positioned .035-inch wire guide, utilizing a minimum 14.0 french introducer sheath. Note: if resistance is met while advancing the wire guide or balloon catheter, determine the cause and proceed with caution. How supplied: supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, inspection of the returned device, and the results of the investigation, cook has determined a definitive cause could not be established for the reported failure. And while the cause in this case is unknown, it is possible the medical procedure may have contributed to this incident. It was reported the difficulty advancing was at the point where there was no flexure in the patient. The IFU states, ¿advance the balloon catheter over a pre-positioned .035-inch wire guide, utilizing a minimum 14.0 french introducer sheath.¿ the IFU also states, " note: if resistance is met while advancing the wire guide or balloon catheter, determine the cause and proceed with caution." The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.